Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl, resulting in loss of consciousness. Low bg cause was not known. Customer went to the emergency room and was treated with intravenous fluids of saline. Customer was discharged 12 hours later with the issue resolved. Tandem technical support performed a full pump system check and verified that pump was operating appropriately.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.